Event description:
Dealer states the chair will intermittently be in drive lockout when the seat is all the way down in the front. Dealer states the mercury switch is defective. Spoke with tech. Tech advised dealer did not want to do any troubleshooting. Dealer could not provide any further information.